Manufacturer narrative:
(B)(6).

Event description:
It was reported that resistance when the balloon was removed was noted. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal to below the knee artery. A coyote es balloon was selected for use. During the procedure, when the balloon was delivered, there was a slight resistance at the port on the front side of the guide segment (located within the sheath), but the delivery of the balloon itself was able to perform, so an inflation of the lesion part was performed. After that, a resistance at the same position when the balloon was removed was noted. Angiography was performed and a partial inflation failure was confirmed, so an inflation was tried to perform with the same balloon. However, the resistance at the port on the front side of the guide segment has increased, and an improvement of the resistance was tried by pulling out the main unit in front, but it did not improve, so it was discontinued. The guide segment was removed, and a delivery was performed with the balloon alone. There were no complications reported.